Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nissen. According to the reporter: the needle repeatedly got stuck in tissue. Another instrument and suture was opened and used to complete the procedure with full satisfaction. The needle was not disengaged from the device, no difficulty penetrating tissue, nothing remained in the patient, the needle/suture were retrieved, no blood loss, no extension in operating room time, to extension in incision.